Event description:
On (B)(6) 2025, the user reported not announcing a meal due to being hypoglycemic at the time of supper. The user's lowest blood glucose (bg) reported was 55 mg/dl. A few hours later, the user¿s blood glucose was 156 mg/dl with an upward trend. The user contacted support regarding whether to announce the meal late and was advised not to do so. The event was self-managed without outside assistance or medical intervention. No symptoms reported by the patient during the event. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.